Event description:
(B)(4).

Manufacturer narrative:
The unit was returned for evaluation and tested for an extended period but the issue was not duplicated. Unit passed zero and gas calibration with no issue. Discussed with customer that we could not duplicate the issue and that the unit was functioning as intended. However, we have asked the customer for additional information such as if they are using our approved accessories with the unit, and how the device is being used, etc.; and we are awaiting this information for further investigation.